Event description:
It was reported that during kit inspection, the universal battery for aseptic transfer kit lid loosened from the rest of the battery. There was no report of harm associated with the event. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.